Event description:
It was reported that the patient presented in-clinic for routine device check. Upon interrogation, the pacemaker exhibited far r-wave oversensing. No noise or auto mode switch events noted. No intervention performed. The patient will continue to be monitored.